Event description:
The patient reportedly experienced loss of lock. Testing showed that the device is functioning. External equipment was exchanged and programming; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.